Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one vcrf 100cm catheter was received for evaluation. The device appeared to be clean. During the visual inspection, upon opening the handles, all wires were found to be intact and in the correct location. Both the batteries were fully seated in the battery holder. When the original batteries were removed, both battery and its pad appeared to be clean and under uv protection, no glowing anomalies were noted. Catheter was plugged into the generator as received in original state and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator. A 0.025" in-house guidewire was successfully loaded and advanced through the catheter without resistance. It was also offloaded smoothly without issue. Therefore, the investigation is determined to be inconclusive for the reported failure to advance because the reported event cannot be replicated as the device was tested in lab condition even though it was tested in patient and the investigation is determined to be unconfirmed as the reported device-device incompatibility. The root cause for the reported failure to advance and device-device incompatibility cannot be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio-frequency ablation procedure, the healthcare professional tried to get through a tortuous segment with the catheter. It was further reported that they couldn't get the wire through the catheter. Reportedly, they tried with two different wires. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio-frequency ablation procedure, the healthcare professional tried to get through a tortuous segment with the catheter, allegedly the wire couldn't get through the catheter. It was further reported that they tried using a guide wire but allegedly not able to get the wire through the catheter. The procedure was completed using another device. There was no reported patient injury.